Event description:
It was reported that the implantable pulse generator (ipg) was no longer working as intended. The patient underwent an implantable pulse generator (ipg) revision procedure. The patient is doing well postoperatively. The explanted device was not returned.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer working as intended. The patient underwent an implantable pulse generator (ipg) revision procedure. The patient is doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Investigation result: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Device history record: a review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.